Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4 (lot number and expiration date) and h4. The crpd pads was returned to zoll united kingdom. The reported problem was verified and confirmed. The pads were scrapped after evaluation. The customer received a replacement set of electrode pads. Analysis of reports of this type has not been identified an increase in trend.